Manufacturer narrative:
The pump was received with intermittent button response due to moisture damage at the keypad traces. No button error alarms were noted. The pump also had a cracked case at the display window corners, a cracked display window, cracked battery tube threads, minor scratches on the lcd window, and a missing end cap sticker.

Event description:
The customer reported that the insulin pump had a button error alarm and the keypad was unresponsive. The customer did not recall any significant events leading up to the button error alarm. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.